Event description:
The field service representative reported the user received a questionable hcg result for one patient sample from the analytical e module (B)(4). The original aliquot of the sample generated a result of 11.94 miu/ml. A second aliquot of the sample was created and tested on e module (B)(4) with a result of 0.100 miu/ml with a data flag. The original aliquot was repeated on e module (B)(4) and the result was 0.100 miu/ml with a data flag. The second aliquot was repeated on e module (B)(4) and the result was 0.100 miu/ml with a data flag. A third aliquot of the sample was created and tested on e module (B)(4) and generated a result of 0.100 miu/ml with a data flag. The user considered the result of <0.100 miu/ml (0.100 miu/ml with a data flag) to be the correct result. The result from the original aliquot was not reported outside the laboratory. The patient was not affected. The hcg reagent lot number was 15653702 the field service representative could not find a cause. He checked the analyzer and noted some results for a performance test were outside of specification. He performed mechanism adjustment checks and a sipper flow path check. The repeat of the performance test had values within specification.

Event description:
Caller states patient tested 1.8 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however patient no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.